Manufacturer narrative:
The investigation has been completed for the reported issue of delivery issue. The product was not returned. From the clinical review: physician removed the red lumen prior using 0.18" guide wire. The impella was unable to cross the valve in the patient. Root cause of the failure is improper technique use. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was attempted to being implanted with an impella cp device for mechanical circulatory support. The red lumen was removed prior to the guidewire placement. The impella was explanted and replaced with a new impella cp to address the issue. The patient survived the procedure.